Event description:
Rn setting up admission spot with ambu bag per protocol, and pressure meter where pip is displayed was cracked and broken. Defective ambu given to apsm and new ambu put in place. Lot number 2108231. Manufacturer response for ambu bag, (brand not provided) (per site reporter) added to tracker for trending. [Redacted date]: sample retrieved. [Redacted date]: emailed sun-med representative requesting RMA/mailer. [Redacted date]: RMA # (B)(4). [Redacted date]: sample shipped (B)(4).